Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during endovascular aneurysm coil embolization procedure, the 150cm x 5cm prowler select lpes microcatheter (606s155x / 30541254) was placed in the anterior communicating artery (acom) aneurysm then the 2.5mm x 5cm orbit galaxy complex xtrasoft coil (640cx2505 / 30530433) was used to coil the target aneurysm. It was reported that the complaint coil got stuck in the microcatheter. The coil was removed, but it was observed stretched. As a result, the microcatheter and coil were both removed. Another microcatheter was placed and the aneurysm was coiled. The reported event resulted in a 20-minute procedure delay. The coil was removed easily without additional intervention, the procedure was successfully completed. It was reported that the patient is doing fine. There was no report of any adverse event or complication. Multiple attempts to obtain additional information related to the procedure and the reported device issue were unsuccessful. If additional information is received at a later date, this file will be updated accordingly. The complaint device was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: a non-sterile 150cm x 5cm prowler select lpes microcatheter was received. The lot number of the device is 30541254. Visual inspection was performed. It was observed to be compressed at 4.0 cm (1.57 in.), 4.5 cm (1.77 in.), and 5.0 cm (1.96 in.) From the distal end where fingernails seemed to be used to advance or remove the microcatheter as the damage is more visible in one plane and the compressions are equally spaced. The inner diameter (ID) and outer diameter (od) of the device were confirmed to be within specifications. The documented issue in the complaint in relation to the microcatheter being obstructed was confirmed based on the compressed conditions noted on its distal portion, with the limited information available, an assignment of a root cause is not possible; however, there is no indication that the issue reported in the complaint is a result of a defect inherently related to the device. It can be reasonably suspected that the damages noted on the returned devices occurred sometime during the procedure; during the handling of the microcatheter, it could have been advanced against unknown resistance, which caused the compression and led to the damage noted on the orbit galaxy device. A review of manufacturing documentation associated with this lot (30541254) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. It should be noted that product failure could be caused by multiple factors. The instructions for use contain the following cautions: ¿ never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. The movement against resistance may result in damage to the vessel. ¿ if strong resistance is met during manipulation, discontinue the procedure, and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, d.4, g.3, g.6. H.2, h.3, h.4, h.6, and h.10. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: (B)(4). The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received the product analysis lab on 24-mar-2022. The return product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2021-00608 and 3008114965-2021-00609. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during endovascular aneurysm coil embolization procedure, the 150cm x 5cm prowler select lpes microcatheter (606s155x / unknown lot) was placed in the anterior communicating artery (acom) aneurysm then the 2.5mm x 5cm orbit galaxy complex xtrasoft coil (640cx2505 / unknown lot) was used to coil the target aneurysm. It was reported that the complaint coil got stuck in the microcatheter. The coil was removed, but it was observed stretched. As a result, the microcatheter and coil were both removed. Another microcatheter was placed and the aneurysm was coiled. The reported event resulted in a 20-minute procedure delay. The coil was removed easily without additional intervention, the procedure was successfully completed. It was reported that the patient is doing fine. There was no report of any adverse event or complication.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, weight, race, and ethnicity were not provided. Procode is krd/hcg. The expiration date of the device is not known as the device lot number is not available / not reported. The initial reporter phone: (B)(6). The initial reporter email address is not available / was not reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. The device manufacture date is not known as the device lot number is not available / not reported. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2021-00608. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that multiple attempts to obtain additional information related to the procedure, the reported device issue, and to obtain the product for analysis were unsuccessful. If additional information is available at a later date and the product is returned, the file will be updated accordingly. The product investigation will be closed as no further investigation can be performed at this time. If the product is returned or additional information is provided at a later date, the file will be updated and a supplemental 3500a report will be submitted. [Conclusion]: the healthcare professional reported that during endovascular aneurysm coil embolization procedure, the 150cm x 5cm prowler select lpes microcatheter (606s155x / unknown lot) was placed in the anterior communicating artery (acom) aneurysm then the 2.5mm x 5cm orbit galaxy complex xtrasoft coil (640cx2505 / unknown lot) was used to coil the target aneurysm. It was reported that the complaint coil got stuck in the microcatheter. The coil was removed, but it was observed stretched. As a result, the microcatheter and coil were both removed. Another microcatheter was placed and the aneurysm was coiled. The reported event resulted in a 20-minute procedure delay. The coil was removed easily without additional intervention, the procedure was successfully completed. It was reported that the patient is doing fine. There was no report of any adverse event or complication. Multiple attempts to obtain additional information related to the procedure, the reported device issue, and to obtain the product for analysis were unsuccessful. If additional information is available at a later date and the product is returned, the file will be updated accordingly. Based on complaint information, the device is not available to be returned for analysis. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. The device has not been returned for analysis and therefore, no further investigation can be performed at this time. As a result, we are closing this investigation. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. With the limited information available and without the product available for analysis, the reported customer complaint could not be confirmed. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction, aneurysm size / vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported issue. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2021-00608 and 3008114965-2021-00609. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.